Event description:
It was reported that the ilet pump displayed an occlusion alert followed by repeated alert 38 motor stall messages after a supply change; the user cleared the occlusion, performed a dry run to (B)(4) units without recurrence, and proceeded with a full supply change using a steel infusion set, discarding the prior supplies. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed motor stall alerts consistent with a consecutive stalled motor condition following an initial occlusion, which resolved after dry-run verification and complete supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was user supply-related factors leading to transient motor stall behavior with no persistent device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.